Event description:
It was reported by service report that the restraints were missing (inadequate patient restraint) and casters won't roll smoothly (difficult to maneuver). No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.